Event description:
It was reported that during an open nephrectomy procedure, the device cut but did not staple. The case was completed by hand-suturing. The patient received 16 units of whole blood and approximately 4 units from the cell saver.